Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited loss of capture (loc) and high out-of-range pace impedance measurements greater than 2,000 ohms. During the revision, subclavian crush was noted. An attempt was made to explant the lead; however, the stylet was unable to be advanced past the subclavian crush. Therefore, the lead was surgically abandoned. No additional adverse patient effects were reported.